Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that frequent low or replace battery alarms had been occurring more frequently than expected with at least 3 separate batteries from 2 different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2015 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. Unrelated to the initial complaint, the battery compartment was found to be cracked below the grip pad. The black box showed no evidence of short battery life however the alarm history showed two replace battery alarms. Product analysis was unable to duplicate the frequency between the replace battery alarms. The current draws were found to be within specifications. No "battery life" issues were duplicated during the investigation. The pump case was removed for further investigation and no evidence of moisture or loose components was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.